Event description:
This case was reported via regulatory authority (B)(4) - heath authorities in (B)(6) (reference number: (B)(4)) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient started essure. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), jaw disorder ("deformation of jaw") with pain in jaw and muscle tightness, fatigue ("exhaustion during the day / major fatigue"), dyspareunia ("hurts during sexual intercourse / pain on sexual intercourse"), neck pain ("neck pain"), rash macular ("plaques and spots she suddenly developed"), uterine spasm ("contraction-like pain every day, her uterus contracts"), dysmenorrhoea ("painful periods"), dizziness ("dizzy spells"), nausea ("nausea"), back pain ("back pain"), breast mass ("breast mastosis (painful knots in the chest)") with breast pain and breast tenderness and irritable bowel syndrome ("within one month after placement of essure she encountered major "intestinal" problems that she had never had before/ colon irritated") with abdominal pain lower, abdominal distension, defaecation urgency and gastrointestinal pain. The patient was treated with surgery (total hysterectomy). Essure was withdrawn. At the time of the report, the pelvic pain, jaw disorder, fatigue, dyspareunia, neck pain, rash macular, uterine spasm, dysmenorrhoea, dizziness, nausea, back pain, breast mass and irritable bowel syndrome outcome was unknown. The reporter considered pelvic pain, jaw disorder, fatigue, dyspareunia, neck pain, rash macular, uterine spasm, dysmenorrhoea, dizziness, nausea, back pain, breast mass and irritable bowel syndrome to be related to essure. The reporter commented: the doctors did not know the cause. The problems started after placement of essure. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pelvic pain. She underwent a total hysterectomy. This event is anticipated in the reference safety information for essure. Pelvic pain is highly prevalent in women, and may have gynaecological and non-gynaecological causes. In the present case, consumer also had irritable bowel syndrome which could have contributed to the occurrence of pelvic pain. However, given the nature of this event and positive temporal relationship, causality with essure cannot be totally excluded. Non-serious events were also reported. This case was regarded as incident since surgical intervention was required. A product technical analysis is expected.

Manufacturer narrative:
The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 01-mar-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 24-feb-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pelvic pain. She underwent a total hysterectomy. This event is anticipated in the reference safety information for essure. Pelvic pain is highly prevalent in women, and may have gynaecological and non-gynaecological causes. In the present case, consumer also had irritable bowel syndrome which could have contributed to the occurrence of pelvic pain. However, given the nature of this event and positive temporal relationship, causality with essure cannot be totally excluded. Non-serious events were also reported. This case was regarded as incident since surgical intervention was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information will be available, because health authority does not allow active follow-up.